Event description:
A report was received that the patient was explanted due to infection. The patient had gone to the ER with symptoms of redness and drainage at the pocket site with no signs of fever. The patient was prescribed oral antibiotics until the explant procedure was performed. The patient's implanting physician was not sure if the infection was device or procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies or deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.